Event description:
A 2.75mm diameter x 12mm length micro driver rx coronary stent system was inserted into a pt for the treatment of a mid left circumflex. The vessel morphology is unk. It was reported that the physician had implanted a drv27512x in the left circumflex lesion. The physician then attempted to pass the first stent, the stent was pulled off the balloon. The physician stated that the stent must have caught on a stent strut. It was reported that the physician pulled the stent balloon back into the stent and attempted to deploy the stent. Ivus was used to determine that both of the stent were under deployed. Another manufacturer's balloon was used to successful expand both of the stents with reasonable results. No additional clinical sequelae were reported and the pt's status is fine. Please note that this device is distributed outside the united states; however, it is similar to the untied states distributed product.

Manufacturer narrative:
Evaluation - result: inherent risk of procedure (stent dislodgement).